Event description:
After the patient was intubated and prepped the swan-ganz catheter was placed using sterile technique. The product functioned properly for forty-five minutes and then was noted not to be working. The unit was assessed. The cable was checked and the box was changed. The catheter remained non-functional, due to the surgery the catheter was unable to be replaced until the surgery was completed. Upon removal of the catheter by the anesthesiologist the coils appeared to be broken.